Event description:
Reporter indicated that pt was seen by physician due to an increase in eizure actibity (not above pre-vns baseline frequency), at which time device interrogation revealed that off time was set to 60 mins, instead of to precribed parameter (5 mins off time). The pt's device was reprogrammed to prescribed settings. There had been a recent change in the pt's medication regimen, so treating physician was not sure whether the increase in seizure activity was related to the vns therapy or to the change in medications. Treating physician indicated that she always runs a final interrogation to check the settings after any programming or diagnostic event, but said that it was possible that she may not have noticed a change in the off time setting. User error during previous programming session is suspected.